Event description:
During product evaluation failure code 538:320:844:0000 was found in the pump's event history. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on (B)(4) 2007. Evaluation summary: failure code 538:320:844:0000 was confirmed. Inspection of the device found that the cause of the failure code was due to a defective user interface module printed circuit board. The user interface module printed circuit board was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA mdq-CAPA-128, which was opened on (B)(4) 2005.